Event description:
It was reported the patient had a refractive error caused by the patient's eye anatomy. At 2 weeks postop implant of the intraocular lens her vision was not clear. The patient returned to surgery 6 weeks after original surgery and the lens was removed and replaced with a lower diiopter lens of the same model. The incision was not enlarged and there was no patient injury.

Manufacturer narrative:
The lens was received and is currently being evaluated at the manufacturing site. Lens met all manufacturing specifications prior to release. The information received suggests this event was caused by the patient's eye anatomy and not the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Anticipated but not yet completed.